Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 201 - 203 mg/dl. Customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.